Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The investigation found that the two samples of a patient were drawn and ran in four days apart (02/03/2019 and 2/07/2019.) It is not unusual for hemoglobin levels to decrease significantly with a span of 4 days. This is possible in several clinical situations. In addition, the hgb and htc values were aligned and not discrepant. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the cell-dyn ruby analyzer did not generate flagging for bands when manual differential showed bands present. Upon further review, it was found that sid (B)(6) generated an initial hgb value of 14.3 g/dl, with a repeat result of 7.44 g/dl. The same patient also had a initial hct value of 43% with a repeat result of 22%. No impact to patient management was reported.